Event description:
A customer reported that the probe could not be inserted into the valved trocar cannula during a procedure. The case was completed using an alternate probe. There was no harm to the pt.

Manufacturer narrative:
The customer returned 25+ probe due to "sample was not able to be inserted into trocar." The sample was visually inspected and found to be conforming for needle outer diameter size, but nonconforming at the section with excess epoxy. The root cause can be attributed to adhesive on the needle shaft. The assembly operators were notified of the defect for awareness of this issue. (B)(4).